Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed unexpected restart during normal use. Customer's blood glucose was 199 mg/dl. Customer stated the device was not stored for an extended period of time prior to the alarms occurring, alarm occurred several times during normal use. Customer was advised the device needed to be replaced and return for analysis, customer agreed.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No unexpected restart alarm noted. The insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.